Event description:
Ordered 2 resmed medium size replacement cushions ((B)(4)) for my resmed quattro air mask from amazon seller (B)(4), I opened the first sealed plastic container and noticed a strong chemical smell. There have been no such smells in my 7 years of using resmed CPAP machines, cushions or masks. I washed the cushion (which includes the plastic mask) in warm water and soap. It made no difference. I noticed that the packages of all 5 masks say "made in (B)(6)". I am concerned that these are either defective or counterfeit. I opened another cushion that I ordered from another seller on amazon. I was perfectly fine. No smell at all. The package said it was made in (B)(6).